Manufacturer narrative:
Phone call placed to end-user, who provided additional information related to this incident. Reporter states, the incident occurred (B)(6) 2021 as he was walking across an intersection with the rollator. Reporter states, "he was hurriedly coming up the curb when the left front wheel hit the curb and he fell on the asphalt ground hitting his head and both knees." Reporter states an ambulance was called and he was taken to city hospital in akron, oh. Reporter states he was admitted overnight (B)(6) 2021 to city hospital and released the following morning at 5am. When this clinician asked why he was admitted to the hospital, end-user stated, "I don't know." End-user reports he does not recall what tests, if any were completed while in the emergency room, or while admitted to city hospital during this time. End-user did state, upon discharge he was not given any discharge orders, prescriptions or follow-up orders. End-user reports, "he is doing fine but, would like a replacement rollator." Sample is available for return and evaluation but has not been returned as of this date. Due to the reported incident, over-night stay at the hospital and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, while walking with the rollator end-user hit the curb and fell.